Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that the cause of death was a dissection of the aorta. Per the physician, the valve possibly caused the dissection when the new system was advanced through the first valve. The system encountered the frame of the valve, and the physician was advised to pull the system out and change the wire. Per the physician, the death was not caused but the patient¿s underlying medical history.

Manufacturer narrative:
Updated data: b2- outcome attributed to adverse event b5 - event description b7 - relevant history continuation of d10: product ID evolutfx-29; product lot/serial number (B)(6); product type: heart valves; implant date (B)(6) 2023; product ID d-evolutfx-2329; product lot/serial number (B)(6); product type: heart valves; h1 - type of reportable event updated to death h6 - device and method code additional codes - img component codes medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that during the implant of the valve ((B)(6)), a pre-implant balloon aortic valvuloplasty (bav) was performed. During the valve implant, the deployment starting point was at the bottom of the pigtail at an implant depth of approximately 4 millimeter (mm) on the non-coronary cusp (ncc) and left coronary cusp (lcc). A post-implant bav was performed as the valve was constrained and the valve dislodged aortic. Severe paravalvular leak (pvl) was observed. After the valve dislodged, the approximate implant depth was - 5 mm on the ncc and lcc. The right side was used for access for the delivery catheter system (dcs). The valve dislodged and was pulled into the ascending aorta. Subsequently, a second valve ((B)(6)) was implanted. A dissection was observed in the ascending aorta. It was unknown when the dissection occurred but it was possible with the advancement of the dcs or when the nose cone became stuck on the valve when trying to advance and the guidewires were exchanged that may have contributed to the e vent. The left ventricle perforation was observed at the end of the procedure. It was noted that the patient had effusion prior to the case. Per the physician, the patient's leaflet calcification contributed to the valve dislodgement and injury. It was reported that the patient died following the valve implant. The cause of death was not reported.

Manufacturer narrative:
Product ID non-medtronic guidewire (lot: unknown) ; product type: guidewire; implant date n/a; explant date n/a product analysis: the device remains implanted, and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged, and aortic in sufficiency was noted. The implanting physicians snared the valve and then had issues coming back across the valve. A decision was made to change the wire to a non-medtronic guidewire. The team was able to go back in and get across and deployed the valve. After deployment, the patient hemodynamics was not good. Echocardiogram showed a small perforation in the left ventricle (lv). Pericardial tap was performed but it kept increasing. Subsequently, the patient was brought to the operating room, dissection and lv perforation were observed. No additional adverse patient effects were reported.